Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
It was reported that the infusion set was leaking at the headset. This issue occurred with 3 infusion sets from the same box. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.